Event description:
Three endeavor sprint rapid exchange (rx) drug coronary stents (MFR #2953200-2010-02179, 2953200-2010-02180) were implanted at the mid rca. It is reported that dissection occurred during procedure. One other endeavor sprint rx stent was implanted to treat the dissection. Communication from the field confirmed that the pt was asymptomatic at 30 day, 6 months, 1yr, 1.5yr and 2 yrs f/u. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (dissection).